Manufacturer narrative:
Exact date unknown, event occurred a few months after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an open wound and other unspecified health issues due to infection. The patient was placed on antibiotics and underwent an explant procedure. All explanted components were discarded.

Event description:
It was reported that the patient developed an open wound and other unspecified health issues due to infection. The patient was placed on antibiotics and underwent an explant procedure. All explanted components were discarded. Additional information was received that the patient was hospitalized several times due to a rare anemia called cold agglutinate hemolytic which could have led to the infection.